Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation') in an adult female patient who had essure (batch no. B82473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen, abnormal bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy- bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, genital haemorrhage, psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and uterine perforation to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain,migration / perforation diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: spillage of contrast into right pelvic cavity from an indeterminate right adnexal site; on (B)(6) 2015: bilateral fallopian tube occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2021: mr received: reporter information and lab data were added. Due to imrdf/FDA codes fu marked significant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation') in an adult female patient who had essure (batch no. B82473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen, abnormal bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy- bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, genital haemorrhage, psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and uterine perforation to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain,migration / perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen, abnormal bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy- bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, genital haemorrhage, psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and uterine perforation to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain,migration / perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : case became valid and incident. Previously reported event "injury to herself" updated to "pelvic pain", events- "gen, abnormal bleeding, abdominal pain, migration / perforation, psych injury, post removal complication" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation') in an adult female patient who had essure (batch no. B82473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen, abnormal bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy- bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, genital haemorrhage, psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and uterine perforation to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain,migration / perforation diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: spillage of contrast into right pelvic cavity from an indeterminate right adnexal site; on (B)(6) 2015: bilateral fallopian tube occlusion. Batch no b82473, production date 2013-10-14, expiration date 2016-10-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.